Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in two pieces. Visual inspection at 10x microscope magnification showed residue of viscoelastic on the pieces of lens returned. Scratches were observed on both pieces of the lens. The lens was also observed with a detached haptic. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), a scratch was noticed in the body of the lens that would interfere with the patent's vision. The lens was cut and removed, and another lens, model and serial number unknown, was implanted without incidents. No further information was provided.